Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the quantity of heat compound of the xenon lamp was inadequate, which likely caused the lighting failure leading to the emergency light turning on. In addition, the stuck and depressed power switch found during the device evaluation was likely caused by the operating force applied to the power switch and the number of times exceeded the expected value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, there was a design change implemented to improve the tolerance of damage to the power switch. Devices manufactured with the design change were shipped on or after (B)(6) 2013. The subject device of this report was manufactured prior to the design change (see h4). Per the legal manufacturer, the other issues identified within the initial report (scratches on the top cover, insufficient thermal grease, and a chipped front panel mouth) have not potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, scratches on the top cover were found. The switch device was the old version and was found stuck and depressed. The high intensity mode was not working due to a worn-out scope socket and slider switch. The main lamp had insufficient thermal grease. The front panel mouth was found chipped. The reported issue could not be confirmed. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a light source was not working consistently and that the back up light kept coming on. The issue occurred during a procedure. There was no patient harm or serious injuries reported. No additional information has been obtained.